Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking. Caller and the patient reported that the patient got quite a shock from the bladder stimulator every once in a while. It was also reported that the therapy wasn't helping with the patient's control. Prior to the call the patient had not been getting control, so they had gone to their healthcare provider's office and discovered the implant had been off. Caller said the implant was turned back on/adjusted, but the patient still didn't have control and had received a few shocks since the doctor adjusted the therapy. It was confirmed that the therapy was on at the time of the call. It was reported that the issue was related to positional movements. Caller reported the patient received shocks between their legs in lower pelvic area and it was mainly when they were in a seated position. Patient wasn't experiencing shocks on the phone and reported they were barely feeling stimulation sensation in the bike seat. It was reported that the urinary and bowel symptoms had returned. Patient was on program 1 at 1.00v and was assisted in increasing stimulation until they felt moderate comfortable stimulation in the bike seat area. Patient and caller were redirected to the healthcare provider to have device checked and concerning the lack of control. No further complications were reported or anticipated.